Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right atrial lead had high/unstable/unmeasurable thresholds, no capture, high resistance/impedance and undersensing. The lead was capped. It was further reported that the replacement lead had high/unstable/unmeasurable thresholds and undersensing due to no viable tissue found. The lead was removed and a new lead was placed in the right ventricle. No patient complications have been reported as a result of this event.